Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in an area of in-stent restenosis. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in an area of in-stent restenosis. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure. It was also reported that another balloon catheter, a 2.25mm x 12mm nc emerge was also advanced for dilatation. However, during the first inflation, the balloon also ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in an area of in-stent restenosis. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure.

Manufacturer narrative:
(E1) initial reporter first name updated